Manufacturer narrative:
Adverse event (ae) assessment: ae assessor was not able to speak to the patient, the physician assistant, or the patient's nurse for further investigation of the complaint that the patient was in the hospital with an abscess. If any additional information becomes available, this complaint will be reassessed/investigated. However, the information available is limited to the initial reports. There is a reasonable causal relationship between the event and v-go use, the event occurred while using v-go, but the event could also possibly be explained by poor general hygiene, being obese or overweight, not controlling diabetes which negatively affects immune system function, having a history of cellulitis or other skin problems. These factors are unknown currently for this patient and there is no medical history. This complaint will be further investigated if the patient, the physician assistant or her nurse returns the calls. This is a serious complaint.

Event description:
A mannkind corp. Territory business leader (tbl) reported that a physician assistant (pa) called to report that the patient is in the hospital with an abscess. The date of the hospitalization was unknown at the time of the initial call. The patient subsequently called and reported additional information. The patient reported that on (B)(6) 2022, they removed their v-go and a pimple appeared. The pimple continued to grow to the size of a tennis ball within a few days. The patient went to the hospital on (B)(6) 2022 due to phlegmon. The patient was discharged on (B)(6) 2022. The patient reported that the phlegmon is still the same size and barely draining. The patient is seeing an infectious disease specialist and surgeon. The patient reported that they cleaned the skin with alcohol before placing the v-go. Per the prescriber, the patient will no longer be using v-go. Additional information was requested but to date, the attempts have not been successful. There is no indication that the device is available for return to the manufacturer for evaluation.